Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(6) 2012. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The lot number provided is invalid therefore a review of the device history record could not be completed.

Event description:
During an alif procedure at l5-s1, the set screw in the mechanism that allows the fra implant holder to expand and contract fell out during use. The implant had been placed and the surgeon was finished with the instrument when the screw fell out. Procedure was completed with no adverse effect to the patient. After the procedure was completed the screw was found on the floor.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The product evaluation visual inspection revealed that the mounting post and pivot screw both have stake marks and wear on the threads indicating that it was properly assembled. There is a brownish residue around the leaf springs, the locking mechanism mounting boss and the handle pivot point. There are numerous surfaces scratches and marks that are consistent with field use. There are no indications of any manufacturing or design related issues and therefore this complaint is invalid. Placeholder.